Event description:
The customer reported via phone that they had sensor issues leading to blood loss. Customer¿s blood glucose was unknown at the time of incident. Customer was using baby aspirin. Customer stated that they used alcohol. The customer was recommended to contact their healthcare professional about the issue. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they contacted healthcare professional due to lot of blood loss. Customer¿s blood glucose was unknown at the time of incident. Customer was using baby aspirin. Customer stated that they used alcohol. The sensor will not be returned for analysis.